Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump over delivered. The customer's blood glucose level was 60 mg/dl at the time of the incident. Customer stated the pump showed 2.3 units of active insulin even though the reservoir had been retired. During troubleshooting it was noted that the reservoir was showing less insulin than what was shown on the status of the screen. Customer did not require medial assistance. The device will not be returned for analysis.